Event description:
It was reported that while deploying the tracheobronchial stent, the delivery system failed and the distal tapered white tip broke off. The broken tip was retrieved from the patient. No patient harm reported.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.